Event description:
Customer reported an ivpb medication (magnesium sulfate rate 50ml/hr) infused too quickly. Nurse programmed the medication to infuse over 60 minutes and the infusion completed in 20 minutes. The nurse second guessed himself and thought maybe he calculated incorrectly. He infused another ivpb medication and had the same results and realized there was a problem. Nurse mgr reported that a secondary set was not used and the medication was infused using a primary set. Biomed tested the device and found no problems. No pt harm or medical intervention reported. The customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.